Manufacturer narrative:
The reported 2.3mm x 16mm locking cortical screw (part number co-t2316) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip (small shaft) (part number hpc-0015, batch number 560298) was examined visually under magnification. The returned driver exhibited a breakage at the male hex drive end; instead of terminating with a standard male 1.5mm hex drive feature, this device instead terminated with a fractured plane that cuts through the drive feature. The broken-off tip portion of the drive feature was not returned for evaluation; the evaluation was for the breakage on the returned main body portion of this driver. The main driver body's drive interface terminated in a singular fractured surface / fractured plane. The observed fractured surface was moderately oblique to the device axis. The fractured surface exhibited slight bowing or cupping; the surface was sporadically textured and largely smooth. Regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility). There were no immediate visible / clearly visible progression/beach/seashell marks on this surface (i.e. No signs of fatigue). The drive feature did not appear to be twisted about the device axis. The drive feature did not appear to be bent off-axis. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large torques are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis; these complex loading scenarios may also result in the main feature being bent off-axis. The presence of multiple fracture planes, oblique angulation of fracture plane(s), cupping of fracture planes, and/or bending of the overall feature may suggest that complex loading scenarios (including potential off-axis loads) could have potentially contributed to part failure. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the surgeon was inserting 2.3mm x 16mm locking cortical screw (part number co-t2316), when the 1.5mm hex driver tip (small shaft) (part number hpc-0015) snapped off into the head of the screw head. The failed driver tip snapped off flush with the head of the screw. The surgeon was unable to remove the driver tip from the head of the screw, therefore it remained in the head of the screw. The surgery was completed after a 2-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00549 for the screw involved in this event.